Manufacturer narrative:
Pump passed the self test and displacement test. However, pump received with a high sleep and active current measurement and low battery alarm occurred during monitoring for several days, problem isolated to the pcb 2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery. Customer used .fully charged batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.